Event description:
It was reported that the lens vial was dry and the lens was stiff. The lens was implanted and then removed and another lens of a different diopter was implanted.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.